Event description:
It was reported that the patient presented in the hospital cardiac care unit (ccu) after experiencing a fall after an episode of ventricular tachycardia (vt). The patients right atrial (ra) lead was exhibiting undersensing, variable impedance and threshold measurements, and a potential dislodgement was suspected. The lead has been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: model: 5076-58, lead; implant: (B)(6) 2014. (B)(4).